Manufacturer narrative:
On (B)(6) 2019 arjo has been informed about the event with the participation of enterprise 9000x bed. It was reported that the backrest and thigh section of the bed raised unintended. The bed was used with the ventilated patient; however, no injury or other medical consequences were reported. The nurse was present at the time when the bed sections raised and protected the patient from being extubated. After this event, the patient was placed on another bed and the involved enterprise 9000x bed was isolated. During the device inspection, the reported malfunction could not be replicated. The bed was in the overall good condition, there was no issue which could contribute to the unintended bed movement observed. It needs to be pointed out that the particular sections of the bed can be raised or lowered using buttons on the patient and nurse control panels. The bio-contour up button simultaneously raises the backrest and thigh sections to provide upright patient profiling; the raised thigh section prevents the patient from sliding down the bed. The bio-contour down button returns the mattress platform to a flat position. The claimed enterprise 9000x bed (serial number: (B)(4)) was checked before being distributed to the market to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. To sum up, it was reported to arjo that the enterprise 9000x bed did not meet its performance specification. The unintended movement of the bed observed during use with the patient could not be recreated during inspection, therefore it was not possible to determine the cause of the bed's movement. Although no injuries were reported, the complaint was decided to be reportable, in abundance of caution, due to the allegation regarding unintended movement occurrence.

Event description:
On (B)(6) 2019 arjo has been informed about the event with the participation of enterprise 9000x bed. It was reported that the backrest and thigh section of the bed raised unintended. The bed was used with the ventilated patient; however, no injury or other medical consequences were reported. The nurse was present at the time when the bed sections raised and protected the patient from being extubated. After this event, the patient was placed on another bed and the involved enterprise 9000x bed was isolated.